Event description:
It was reported that the patient presented for generator replacement and no impedance value was able to be obtained pre-operatively as the device was at eos pulse disabled. When the new generator was placed in surgery, high impedance was seen. The pin was removed and re-inserted, the old lead was examined for issues, and the test pin from the accessory kit was used to confirm the new generator was functional. The lead was then replaced as well and impedance was normal. Product return attempts will not be made as the facility is known to discard explanted products.